Event description:
The mapping system would not recognize the catheter. The error message read: cannot detect mapping catheter. We changed out the catheter for a new one and the problem was resolved. No harm came to this patient.